Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated calcium2 result was generated by the alinity c processing module for a 76-year-old male patient. The following data were provided: customer¿s reference range: 2.1 to 2.55 mmol/l. Sid (B)(6): on (B)(6) 2026 initial result (B)(6) = 2.0 mmol/l. Repeat results ((B)(6) = 5.0 mmol/l, 1.9 mmo/l, 2.0 mmol/l. The customer reported the result of 2.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from calcium2 reagent, list 04t87-20 (abbott ireland diagnostics division, longford, ireland) to the alinity c processing module, list 03r67-01 (abbott laboratories, irving, texas, USA). MDR number 3016438761-2026-00054 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a falsely elevated calcium2 result was generated by the alinity c processing module for a 76-year-old male patient. The following data were provided: customer¿s reference range: 2.1 to 2.55 mmol/l sid (B)(6): (B)(6) 2026 initial result (B)(6) = 2.0 mmol/l repeat results (B)(6) = 5.0 mmol/l, 1.9 mmo/l, 2.0 mmol/l the customer reported the result of 2.0 mmol/l. No impact to patient management was reported.